Event description:
It was reported that the bd micro-fine¿ pro pen needles were clogged. The following was received from the initial reporter: verbatim: this report is about needle clogging. When the product was used, no drug solution came out. The patient indicated that the needle may have no hole. An investigative report was requested.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent npe cannula. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text: see h.10.